Event description:
It was reported that there were concerns of loss of capture (loc) on this left ventricular (lv) lead. Technical services (ts) reviewed the data, and functional loc due to the pacing timing was suspected, but it was not conclusive. Therefore, further testing was recommended. No adverse patient effects were reported. This lv lead remains in service

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.